Manufacturer narrative:
Review of the sensor data available in the data management system demonstrated that the system had just stabilized from the post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. The user was informed that the system had been showing improvement in performance and advised to continue using the system, entering any additional calibrations as prompted by the system. The user acknowledged this guidance and agreed to continue use of the system as instructed.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.